Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: ha25025hb tissue valve, implanted (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient experienced loss of av synchrony, shortness of breath, nausea, and occasional bradycardia with a heart rates ranging 30 to 40 bpm. A transmission showed the patient's heart rate was below the programmed lower rate of the implantable pulse generator (ipg) device. The device was explanted and replaced. It was also noted that the right ventricular (rv) lead exhibited possible loss of capture even at high outputs. The capture thresholds appeared to have been chronically high. The rv lead was capped and replaced. It was also reported that the right atrial (ra) lead had occasional undersensing and measured small p-waves. Atrial sensitivity was reprogrammed. The ra lead remains in use. No patient complications have been reported as a result of this event.